Event description:
The manufacturer received information alleging that a trilogy evo device experienced an unspecified malfunction after a software update. There was no harm or injury reported. The device was not in patient use. The third-party service center was instructed to proceed with the evaluation process and to communicate via email with the error log. After review of the error log, error code e156 ventilator inoperative (evt_tpy_held_in_bm) was discovered. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.